Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing (atp), several appropriate atp episodes and 2 separate shocks, due to supraventricular tachycardia (svt), several premature ventricular contractions' (pvc), with the chronic ventricular tachycardia (vt) accelerating to the ventricular fibrillation (vf) zone. The 2 separate episodes occurred while the patient was running. The physician reported the episode started with an supraventricular tachycardia (svt), coupled by premature ventricular contraction (pvc) a ventricular tachycardia (vt) develops, in which anti-tachycardia pacing (atp) is released quite quickly. The vt continues for another 7 beats and then fades. The patient remains in the st zone and, due to redetection in the vt-1 zone, incorrectly releases atp twice, which unfortunately results in a vt. The subsequent atp releases have no effect, and the vt accelerates to the vf zone, resulting in the first shock. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, advising that the original episode started as normal sinus rhythm. During which time, the rhythm is detected to be unstable and vtc is not correlated anymore (still not enough to trigger therapy at that point in time). After atp, the device re-detects what appears to be still a sinus tachy and triggers multiple other atps (x6). The rate accelerated in the vf zone and ultimately cause the shock to be delivered. The shock appropriately converted the arrhythmia. The next episode is different, and seems that after 4 pvcs initiating a vt, the device delivers atp that appears to be unsuccessful to convert the arrhythmia. At this time atp is 93% accurate in successfully stopping the arrhythmias. Recommendations were provided to change programming and perform additional testing. The device remains implanted. No additional adverse patient effects were reported.